Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective air detector sensor was found. The cause of the problem was a defective air detector sensor, and it will be replaced to fix the issue. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that the air sensor is defective. There was no reported patient involvement.